Event description:
Event description cpi received information that this lead was explanted, during a routine replacement procedure, due to noise on the e-grams. After the explant the lead showed damage on the proximal coil.